Manufacturer narrative:
D10: concomitants: (B)(6), 320-15-04 - rs glenoid plate post aug, 8 deg, right; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 315-35-00 - glnd kwire; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial right tsa implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025, approximately 1 year 1 month post the initial procedure. The patient¿s shoulder replacement became infected. The original plan was to do a liner exchange. Although the glenoid component was quite infected the humeral stem was extremely secure. It was decided the patient was to have i.v. Antibiotics and to remove all glenoid components and revise them (including the humeral tray and liner). After an extensive wash out of the shoulder using saline solution and betadine wash, the surgeon revised the glenoid components. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital disposed of the affected implants. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h3 - according to the information provided, the patient underwent a right reverse shoulder replacement surgery on (B)(6) 2024. Approximately 1 year 1 month later, on (B)(6) 2025, the patient was revised due to an infection. The original plan was to do a liner exchange. Although the glenoid component was quite infected the humeral stem was extremely secure. They decided the patient was to have i.v. Antibiotics and to remove all glenoid components and revise them (including the humeral tray and liner). After an extensive wash out of the shoulder using saline solution and betadine wash, the surgeon revised the glenoid components. The devices were not returned for evaluation, but images were provided. Based on these images, there appears to be tool damage on the humeral liner, but the devices appear otherwise unremarkable for explanted components. The backside of the glenosphere component appears to have debris that may be consistent with an infection, but this cannot be confirmed. Complaint history from january 1, 2008-october 1, 2024, was reviewed for reports of shoulder infections. The sales data for all humeral stems was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection in (B)(4) cannot be conclusively determined; however, it may be related to an underlying patient condition. H6 - component code, investigation type, findings, conclusion. The following sections were corrected: h6 - component code.